Event description:
A report was received that a patient's precision system was explanted. The reason for the explant was that the patient had an infection, but no culture was taken. The patient was prescribed oral antibiotics and is reportedly doing well.